Manufacturer narrative:
(B)(4). Pump not received in stuck manufacturing mode unit passed the displacement test. All buttons functioning properly. No damage in the keypad assembly noted. J1 connector on pcba 1 was inspected and properly connected. Unit received with moisture damage on electronics assembly and motor. Unit received cracked retainer, minor scratched display window and scratched case.

Event description:
The customer reported via phone call that the insulin pump alarmed stuck button. The insulin pump was exposed to pool water. Customer's blood glucose level was 123 mg/dl. The buttons were unresponsive. The self-test did not pass. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.